Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvh13, (impl tapered scr-v ha 3.7 mm 3.5mm 13mm) for evaluation. Visual evaluation of the as returned device identified the implant packaging with signs of being handle / manipulated by the customer. The implant's outer vial tamper seal was observed broken and there was apparent blood attached on the product label. The reported coob complaint is non-verifiable as the conditions of the product / packaging delivered to the customer are unknown / non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1283954. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1283954 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation is mishandling of device/packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported the green cap seal on vial is broken. The box was sealed and the box was not tampered with. Doctor just opened for a procedure and green seal was broken. No implant to patient as another implant was used.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided . B3: date of event unknown / not provided . E1: last name unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.